Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that following a lap rectum procedure, the pt had a stomach ache, and a re-operation revealed leakage in the anastomosis. The leakage was not detected during surgery. The surgeon is unsure what occurred. Pt still hospitalized but is improving. No further info is known.